Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the pediatric patient complained of a stomachache. She was lying down and delirious. The cgm was reading 91 mg/dl but a bg was checked and was 52 mg/dl. The readings were rechecked and were cgm 88 mg/dl with bg of 56 mg/dl, and then cgm 91 mg/dl with bg of 41 mg/dl. She consumed about half a glass of cola, two dextro 5mg each, and 200 ml of apple juice. After one hour the bg had risen to 92 mg/dl. At the time of the report the patient was stable, and she felt well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.